Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturing reference number:(B)(4). It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the patient experienced ventricular tachycardia (vt) due to manipulating the catheter and lp in the right ventricle. The patient was externally shocked to resolve the vt. The lp was removed and the implant was abandoned. The patient was stable.